Event description:
It was reported to boston scientific corporation that a wallstent ng enteral stent was used during a colonoscopy procedure. According to the complainant, the device was inspected prior to use and no damage was noted. It was then advanced over the guidewire. Once placement was confirmed, an attempt to deploy the stent was met with resistance and the stent could not be deployed. Upon removing the device from the scope, the tip of the stent (3cm from the distal tip) was bent. The procedure was completed with another wallstent enteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
(B)(4) - (resistance). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).